Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: creases, yellow/white particles in device outer surface and more than three openings. A leak test was performed which identified openings. A microscopic analysis was performed which identify: more than three openings striated. Based on the device analysis the final assessment is: more than three openings striated assessed as surgical damage.

Event description:
Physician reported a implant rupture. Device was received and effected side is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported a implant rupture. Device location and effected side is unknown.